Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2017. The original surgery is dated (B)(6) 2017. The revision surgery occurred because of a broken tibial component. During the revision, the tibial baseplate was removed and replaced with a modular tibial baseplate, the 4 x 10 mm insert was revised to a new insert of the same size, and the retaining bolt was revised to a new component. In addition to the components removed, a tibial modular stem, four tibial augments and two tibial augment bolts were implanted.